Event description:
Follow-up information indicates that after the software was updated, the programmer interrogates implantable loop recorder devices normally.

Event description:
It was reported there was difficulty interrogating implantable loop recorder devices with the programmer, but normal operation with pacemaker and ICD (implantable cardioverter defibrillator) models. A different programmer was used to complete the interrogation. Software on the programmer was updated. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.